Event description:
The surgery was a laparoscopic nephrectomy and adrenalectomy. During the removal of the specimen, the memory bag broke at seam close to the bottom of the bag. The specimen was retrieved by other means and the surgery was completed without further complications.